Event description:
Patient reported right side soreness and the implant is "tight." Healthcare professional additionally reported bilateral exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade unknown. Patient later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: green biological tissue in the shell, creases fold and weight to the spec. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side soreness and the implant is "tight." Healthcare professional additionally reported bilateral exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade unknown. Patient later reported capsular contracture baker grade iii. Device has been explanted.